Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing for lead migration. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#:1627487-2017-01564. It was reported the patient was unable to feel stimulation therapy 3 weeks after an ipg replacement (reference MFR. Report#:(1627487-2017-00214). Diagnostic testing revealed low impedance readings on all lead contacts. Reprogramming was unable to resolve the issue. Additional information revealed the patient leads had migrated out to the epidural space. Subsequently, the patient underwent surgical intervention at which the leads were explanted and replaced with 2 new ones. Reportedly, effective stimulation was restored following the procedure and the issue is resolved.